Event description:
Ntg drip installed. Staff failed to remove clamp from line on side 1 of double pump. And no ntg delivered. Pump counted down to empty in spite of this, but failed to beep occlusion. IV bottle remained full.